Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assay for approximately 10 patient samples. Of the data provided, only the tp2 total protein gen.2 results for one patient sample were discrepant. The initial result was 5.3 g/dl and was reported outside of the laboratory. The repeat result was 7.8 g/dl and was considered to be correct. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the set screw under the sample syringe had become loose and misadjusted. He set the screw to the proper distance and tightened it. The customer ran all qc with results within specification. All tests and checks were within guidelines.